Manufacturer narrative:
Evaluation summary: the spiderfx was received for evaluation loose within its shelf carton and loaded into the recovery end of the duel ended catheter. No ancillary devices or cine images from the procedure were received. The spiderfx embolic protection device received was returned without the floppy distal tip, adhesive fillet, coil, and ball tip. Per the initial reported event the distal wire of the filter detached within the sheath and the physician retrieved it. The floppy distal tip core wire exhibited a sharp bend. The root cause of the tip detachment could not be determined.

Event description:
The physician intended to use the spider fx. The physician tried to deploy the filter. It was reported that the distal wire of the filter detached within the sheath. The physician retrieved it. Another device was used to complete the procedure. No patient injury reported.